Manufacturer narrative:
Investigation conclusion pending completion of investigation activities.

Event description:
A distributor reported a false negative result when testing a patient sample with the cardinal health hcg combo rapid test. The sample (type not specified) was tested with an alternate lot of the same product (lot number not provided), which yielded a positive result. A serum sample and a urine sample were tested with an unspecified quantitative test, with results of 171 and 16, respectively (units not provided). No adverse events were reported. The customer also reported an additional occurrence with another patient. See h10 for the related report number.

Manufacturer narrative:
Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Retain testing and manufacturing record review could not be performed as a valid lot number was not provided. A root cause could not be determined from the available information. Complaint details indicate that the serum and urine hcg concentrations were determined to be 171 and 16, respectively (units not specified). However, it is unclear which sample type was tested with the cardinal health hcg combo rapid test, which has a level of detection of 10 miu/ml in serum and 20 miu/ml in urine. It is possible that the urine sample was test, and that the negative result obtained was accurate, however clarification could not be obtained. Complaints are tracked and trended on a monthly basis. Per the package insert: very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. This test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results.

Event description:
A distributor reported a false negative result when testing a patient sample with the cardinal health hcg combo rapid test. The sample (type not specified) was tested with an alternate lot of the same product (lot number not provided), which yielded a positive result. A serum sample and a urine sample were tested with an unspecified quantitative test, with results of 171 and 16, respectively (units not provided). No adverse events were reported. The customer also reported an additional occurrence with another patient.